Manufacturer narrative:
G4:17feb2021; b4:19feb2021; h11:g5:k102985. H10: per biomedical engineer, the reported problem was duplicated. The unit was running on battery, code was generated, but no low battery code was generated in the error log. The biomedical engineer replaced the power management (pm) board to address the reported problem. Passed performance verification and battery tests. Following the repair, the unit is fully functional and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer states he replaced the battery in the unit and now it will not power on. The customer contacted product support and advised the customer to see if he has the same issue with removed battery however he stated that he has already destroyed it. Product support advised the customer to try a different battery and if that does not resolve the issue try a different power management pcb. The customer reported that the unit was not in use on a patient.